Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 229 mg/dl and believed that it was due to scar tissue. During troubleshooting, insulin pump failed displacement test twice. Customer was advised that insulin pump would need to be replaced.